Event description:
A user facility reported to olympus, that during reprocessing of the 4k camera head, the unit exhibited no image. It was reported that the procedure was completed using similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the unit exhibited no image due to faulty cable. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information was received from the initial reporter noting that the event took place during a thoracoscopic wedge resection procedure. The physician accidentally tripped over the cable and reported that the unit did not display an image. There were no reports of injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely that the loss of image was due to a cable failure. The root cause of the cable failure was unable to be identified. Olympus will continue to monitor field performance for this device.